Event description:
It was reported that during a cryoablation procedure, during the first cryoablation in the left superior pulmonary vein, transesophageal echocardiography identified a large pericardial effusion and the patient became hypotensive with a blood pressure of 77/50. The case was aborted, the patient was under general anesthesia and an emergent pericardiocentesis was performed. The patient's hospitalization was extended, and was admitted to the intensive care unit .the patient was later discharged without incident. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID:12fcc13, product type: sheath, product ID:afapro28, product type: balloon catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.